Event description:
Information received indicates the head siderail will not latch.

Manufacturer narrative:
The hill-rom technician replaced the siderail latch spring, and release lever to repair the bed.